Event description:
They were admitted due to volume overload and weight gain. It was noted that the right heart failure existed pre-lvad. The right heart failure was reportedly not device related. Patient symptoms in addition to volume overload and weight again included abdominal bloating, orthopnea, acute kidney injury (aki), and altered mental status. They were treated with diuresis and rvad support, which did not resolve the issue. The patient was transferred to (B)(6) hospital for consideration of heart transplant. As of (B)(6) 2024, the patient was still admitted to (B)(6) hospital.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete. Emdr (B)(4) was originally submitted 08nov2024. Abbott was made aware on 28nov2024 that due to FDA technical issues, the emdr was not received by the FDA. Emdr (B)(4) was resubmitted on 02 dec 2024.

Event description:
It was reported that the patient was admitted to the hospital and required temporary right ventricular support. A right ventricular assist device (rvad) was placed on (B)(6) 2024.

Event description:
It was additionally reported that inotropes were initiated.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (right heart failure, renal dysfunction), and neurological events (not stroke related) that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. Section 6 of the IFU (under "right heart failure") also discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. No further information was provided. The manufacturer is closing the file on this event.